Event description:
It was reported that towards the end of the surgical procedure, it was noticed that parts on each side of the jaw of the large needle driver instrument were missing. A fragmented peice was retrieved from the pt, however, the other missing piece was not located. The planned surgical procedure was completed with a slight delay. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was not returned for evaluation, therefore, the root cause of the customer reported complaint cannot be determined.